Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This fault was attributed to a failure of the pogo pin. Heartsine scrapped the device, and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device had a pogo pin spring failure. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.